Event description:
Additional information received reports the patient now had a concerning problem that may be a complication from placement. The healthcare provider was looking for guidance on how to take care of this. It was later reported by the healthcare provider that the patient had a fifty percent or greater symptom reduction. The lead was involved in reported event. The pelvic mass noted near tip of lead was the issue. A CT scan was performed. The mass was biopsied. It was found to be cancer and was unrelated to the neurostimulator. The cause of the event was determined and not device related. The patient was undergoing evaluation.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va0az0p, implanted: (B)(6) 2013, product type: lead; product ID 3093-33, lot# va0az0p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was diagnosed by her family healthcare provider the day before reported event date that she had a blockage between her kidney and bladder post x-ray and CT scan. The patient was told to see a urologist in her area that were familiar with neurostimulator. Since (B)(6) 2014 she has been experiencing lower back and right leg pain. The hcp (healthcare provider) thought it was sciatica and she had been receiving treatment for that. She does not know if these issues were related to the manufacturer device therapy. Additional information reports the patient was implanted in 2013. Sometime after implant they began to develop rt (right) leg pain that was lateral like sciatica. However, this did not provide any problems with therapy. The patient continues with good therapy at this time and throughout the leg pain. Because of the rt leg pain a CT scan was done of patient¿s back and a mass or some type of fluid collection was taking place around the tip of the neurostimulator lead below the sacrum. It was noticed that the patient¿s kidney was dilated and the physician inserted a stint to help with the dilated kidney. The physician was trying to figure out what to do next. He was thinking of some type of CT guided drainage of the mass or fluid. Physician does not believe it was a device issue, it was an anatomic issue with the patient. However because the patient has the neurostimulator device, he would like some guidance on how to move forward. It was reported a week later that the manufacturer representative received an e-mail from an implanting doctor that indicated he inherited a patient with "significant complications" related to her neurostimulator device. It was reported that the patient would be seeing the healthcare provider and the healthcare provider would review the x-rays with patient . It was later reported that the healthcare provider was contacted regarding the "mass" that he noted at the lead tip that was causing pressure on the sciatic nerve. Healthcare provider doesn't think the mass had anything to do with the therapy unless it was a hematoma that formed at placement that has not resolved for some reason. He reports that the neurostimulator system was functioning fine. It was also reported that the healthcare provider that the system was functioning completely fine. The problem was there was some sort of ¿mass¿ at the tip of the lead that seems to be pressing on the sciatic nerve and distal ureter. He has drained the mass by CT guide but if that doesn¿t resolve the issue he wasn¿t sure what to do next. He was wondering if there are other reports of masses/hematomas that have formed at the lead tip and what the results were. The patient was otherwise having success with the neurostimulator therapy and would like to leave the system in. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.